Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain'), device breakage ('essure was pulled out of tube at prior surgery leaving fragments'), neoplasm ('tumor'), adhesion ('adhesion'), cyst ('cyst') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 2025788-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, abdominal pain, vaginal discharge, vaginitis, right lower quadrant pain, ovarian cyst, stomach pain, irregular periods and left lower quadrant pain. Previously administered products included for an unreported indication: iud nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), alopecia ("hair loss"), gingival recession ("receding gum line"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings") and menometrorrhagia ("menometrorrhagia") and was found to have neoplasm (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic left salpingo-oophorectomy, bilateral salpingectomy, removal of essure coils, hysteroscopy, d & c, endometrial ablation and left oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, neoplasm, adhesion, cyst, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia, vaginal disorder, autoimmune disorder, alopecia, gingival recession, abdominal distension, anxiety, depression, mood swings and menometrorrhagia outcome was unknown. The reporter considered abdominal distension, adhesion, allergy to metals, alopecia, anxiety, autoimmune disorder, cyst, depression, device breakage, dyspareunia, genital haemorrhage, gingival recession, infection, menometrorrhagia, mood swings, neoplasm, pelvic pain, urinary tract disorder and vaginal disorder to be related to essure. The reporter commented: on (B)(6) 2018, essure was pulled out of tube at prior surgery leaving fragments that caused further issue of tumor, adhesion and cyst diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: showed obstructed tubes per mr. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, depression, dysmenorrhea. Lot number reported ( 2025788 ) is invalid most recent follow-up information incorporated above includes: on 2-jul-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menometrorrhagia ('menometrorrhagia') and device breakage ('essure was pulled out of tube at prior surgery leaving fragments') in an adult female patient who had essure (batch no. 2025788-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "not place correctly too far in my tubes". The patient's medical history included fatigue, abdominal pain, vaginal discharge, vaginitis, right lower quadrant pain, ovarian cyst, stomach pain, irregular periods and left lower quadrant pain. Previously administered products included for an unreported indication: iud nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), adhesion ("adhesion"), cyst ("cyst"), genital haemorrhage ("bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), alopecia ("hair loss"), gingival recession ("receding gum line"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings"), fatigue ("fatigue"), rash ("rash on my hips"), gastritis ("have gastritis"), menstruation irregular ("they come early or late"), dysmenorrhoea ("menses hurt like"), feeling abnormal ("brain fog"), colitis ulcerative ("ulcerative colitis") and crohn's disease ("crohn's disease") and was found to have neoplasm ("tumor"). The patient was treated with surgery (laparoscopic left salpingo-oophorectomy, ablation and bilateral salpingectomy, removal of essure coils, hysteroscopy, d & c, endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menometrorrhagia, device breakage, neoplasm, adhesion, cyst, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia, vaginal disorder, autoimmune disorder, alopecia, gingival recession, abdominal distension, anxiety, depression, mood swings, fatigue, rash, gastritis, menstruation irregular, dysmenorrhoea and feeling abnormal outcome was unknown. The reporter considered abdominal distension, adhesion, allergy to metals, alopecia, anxiety, autoimmune disorder, colitis ulcerative, crohn's disease, cyst, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastritis, genital haemorrhage, gingival recession, infection, menometrorrhagia, menstruation irregular, mood swings, neoplasm, pelvic pain, rash, urinary tract disorder and vaginal disorder to be related to essure. The reporter commented: on (B)(6) 2018, essure was pulled out of tube at prior surgery leaving fragments that caused further issue of tumor, adhesion and cyst. Patient diagnosis of ulcerative colitis, crohn's disease or another form of after essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: showed obstructed tubes per mr. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menometrorrhagia ('menometrorrhagia') and device breakage ('essure was pulled out of tube at prior surgery leaving fragments') in an adult female patient who had essure (batch no. 2025788-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "not place correctly too far in my tubes". The patient's medical history included fatigue, abdominal pain, vaginal discharge, vaginitis, right lower quadrant pain, ovarian cyst, stomach pain, irregular periods and left lower quadrant pain. Previously administered products included for an unreported indication: iud nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), adhesion ("adhesion"), cyst ("cyst"), genital haemorrhage ("bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), alopecia ("hair loss"), gingival recession ("receding gum line"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings"), fatigue ("fatigue"), rash ("rash on my hips"), gastritis ("have gastritis"), menstruation irregular ("they come early or late"), dysmenorrhoea ("menses hurt like"), feeling abnormal ("brain fog"), colitis ulcerative ("ulcerative colitis") and crohn's disease ("crohn's disease") and was found to have neoplasm ("tumor"). The patient was treated with surgery (laparoscopic left salpingo-oophorectomy, ablation and bilateral salpingectomy, removal of essure coils, hysteroscopy, d & c, endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menometrorrhagia, device breakage, neoplasm, adhesion, cyst, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia, vaginal disorder, autoimmune disorder, alopecia, gingival recession, abdominal distension, anxiety, depression, mood swings, fatigue, rash, gastritis, menstruation irregular, dysmenorrhoea and feeling abnormal outcome was unknown. The reporter considered abdominal distension, adhesion, allergy to metals, alopecia, anxiety, autoimmune disorder, colitis ulcerative, crohn's disease, cyst, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastritis, genital haemorrhage, gingival recession, infection, menometrorrhagia, menstruation irregular, mood swings, neoplasm, pelvic pain, rash, urinary tract disorder and vaginal disorder to be related to essure. The reporter commented: on (B)(6)2018, essure was pulled out of tube at prior surgery leaving fragments that caused further issue of tumor, adhesion and cyst. Patient diagnosis of ulcerative colitis, crohn's disease or another form of after essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: showed obstructed tubes per mr. Lot number reported ( 2025788 ) is not valid concerning the injuries reported in this case, the following one was reported via social media:device deployment issue and gastritis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-may-2020: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain'), device breakage ('essure was pulled out of tube at prior surgery leaving fragments'), neoplasm ('tumor'), adhesion ('adhesion'), cyst ('cyst') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 2025788-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, abdominal pain, vaginal discharge, vaginitis, right lower quadrant pain, ovarian cyst, stomach pain, irregular periods and left lower quadrant pain. Previously administered products included for an unreported indication: iud nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), alopecia ("hair loss"), gingival recession ("receding gum line"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings") and menometrorrhagia ("menometrorrhagia") and was found to have neoplasm (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic left salpingo-oophorectomy, bilateral salpingectomy, removal of essure coils, hysteroscopy, d & c, endometrial ablation and left oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, neoplasm, adhesion, cyst, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia, vaginal disorder, autoimmune disorder, alopecia, gingival recession, abdominal distension, anxiety, depression, mood swings and menometrorrhagia outcome was unknown. The reporter considered abdominal distension, adhesion, allergy to metals, alopecia, anxiety, autoimmune disorder, cyst, depression, device breakage, dyspareunia, genital haemorrhage, gingival recession, infection, menometrorrhagia, mood swings, neoplasm, pelvic pain, urinary tract disorder and vaginal disorder to be related to essure. The reporter commented: on (B)(6) 2018, essure was pulled out of tube at prior surgery leaving fragments that caused further issue of tumor, adhesion and cyst diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: showed obstructed tubes per mr. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, depression, dysmenorrhea. Lot number reported ( 2025788 ) is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menometrorrhagia ('menometrorrhagia') and device breakage ('essure was pulled out of tube at prior surgery leaving fragments') in an adult female patient who had essure (batch no. 2025788-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "not place correctly too far in my tubes". The patient's medical history included fatigue, abdominal pain, vaginal discharge, vaginitis, right lower quadrant pain, ovarian cyst, stomach pain, irregular periods and left lower quadrant pain. Previously administered products included for an unreported indication: iud nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), adhesion ("adhesion"), cyst ("cyst"), genital haemorrhage ("bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), alopecia ("hair loss"), gingival recession ("receding gum line"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings"), fatigue ("fatigue"), rash ("rash on my hips"), gastritis ("have gastritis"), menstruation irregular ("they come early or late"), dysmenorrhoea ("menses hurt like"), feeling abnormal ("brain fog"), colitis ulcerative ("ulcerative colitis") and crohn's disease ("crohn's disease") and was found to have neoplasm ("tumor"). The patient was treated with surgery (laparoscopic left salpingo-oophorectomy, ablation and bilateral salpingectomy, removal of essure coils, hysteroscopy, d & c, endometrial ablation). Essure was removed on (B)(6). At the time of the report, the pelvic pain, menometrorrhagia, device breakage, neoplasm, adhesion, cyst, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia, vaginal disorder, autoimmune disorder, alopecia, gingival recession, abdominal distension, anxiety, depression, mood swings, fatigue, rash, gastritis, menstruation irregular, dysmenorrhoea and feeling abnormal outcome was unknown. The reporter considered abdominal distension, adhesion, allergy to metals, alopecia, anxiety, autoimmune disorder, colitis ulcerative, crohn's disease, cyst, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastritis, genital haemorrhage, gingival recession, infection, menometrorrhagia, menstruation irregular, mood swings, neoplasm, pelvic pain, rash, urinary tract disorder and vaginal disorder to be related to essure. The reporter commented: on (B)(6) 2018, essure was pulled out of tube at prior surgery leaving fragments that caused further issue of tumor, adhesion and cyst. Patient diagnosis of ulcerative colitis, crohn's disease or another form of after essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: showed obstructed tubes per mr. Lot number reported ( 2025788 ) is not valid concerning the injuries reported in this case, the following one was reported via social media:device deployment issue and gastritis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: new event - ulcerative colitis and crohn's disease and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('essure was pulled out of tube at prior surgery leaving fragments') in an adult female patient who had essure (batch no. 2025788-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, abdominal pain, vaginal discharge, vaginitis, right lower quadrant pain, ovarian cyst, stomach pain, irregular periods and left lower quadrant pain. Previously administered products included for an unreported indication: iud nos. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), adhesion ("adhesion"), cyst ("cyst"), genital haemorrhage ("bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), alopecia ("hair loss"), gingival recession ("receding gum line"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings"), menometrorrhagia ("menometrorrhagia"), fatigue ("fatigue") and rash ("rash on my hips") and was found to have neoplasm ("tumor"). The patient was treated with surgery (laparoscopic left salpingo-oophorectomy and bilateral salpingectomy, removal of essure coils, hysteroscopy, d & c, endometrial ablation). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, device breakage, neoplasm, adhesion, cyst, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia, vaginal disorder, autoimmune disorder, alopecia, gingival recession, abdominal distension, anxiety, depression, mood swings, menometrorrhagia, fatigue and rash outcome was unknown. The reporter considered abdominal distension, adhesion, allergy to metals, alopecia, anxiety, autoimmune disorder, cyst, depression, device breakage, dyspareunia, fatigue, genital haemorrhage, gingival recession, infection, menometrorrhagia, mood swings, neoplasm, pelvic pain, rash, urinary tract disorder and vaginal disorder to be related to essure. The reporter commented: on (B)(6)2018, essure was pulled out of tube at prior surgery leaving fragments that caused further issue of tumor, adhesion and cyst . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: showed obstructed tubes per mr. Lot number reported ( 2025788 ) is inv . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received: newly added events- fatigue, localised rash, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menometrorrhagia ('menometrorrhagia'), device breakage ('essure was pulled out of tube at prior surgery leaving fragments') and device dislocation ('migration') in an adult female patient who had essure (batch no. 2025788-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "not place correctly too far in my tubes". The patient's medical history included fatigue, abdominal pain, vaginal discharge, vaginitis, right lower quadrant pain, ovarian cyst, stomach pain, irregular periods and left lower quadrant pain. Previously administered products included for an unreported indication: iud nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), adhesion ("adhesion"), cyst ("cyst"), genital haemorrhage ("bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), alopecia ("hair loss"), gingival recession ("receding gum line"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings"), fatigue ("fatigue"), rash ("rash on my hips"), gastritis ("have gastritis"), menstruation irregular ("they come early or late"), dysmenorrhoea ("menses hurt like"), feeling abnormal ("brain fog"), colitis ulcerative ("ulcerative colitis") and crohn's disease ("crohn's disease") and was found to have neoplasm ("tumor"). The patient was treated with surgery (laparoscopic left salpingo-oophorectomy, ablation and bilateral salpingectomy, removal of essure coils, hysteroscopy, d & c, ablation,oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menometrorrhagia, device breakage, device dislocation, neoplasm, adhesion, cyst, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia, vaginal disorder, autoimmune disorder, alopecia, gingival recession, abdominal distension, anxiety, depression, mood swings, fatigue, rash, gastritis, menstruation irregular, dysmenorrhoea and feeling abnormal outcome was unknown. The reporter considered abdominal distension, adhesion, allergy to metals, alopecia, anxiety, autoimmune disorder, colitis ulcerative, crohn's disease, cyst, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastritis, genital haemorrhage, gingival recession, infection, menometrorrhagia, menstruation irregular, mood swings, neoplasm, pelvic pain, rash, urinary tract disorder and vaginal disorder to be related to essure. The reporter commented: on (B)(6) 2018, essure was pulled out of tube at prior surgery leaving fragments that caused further issue of tumor, adhesion and cyst. Patient diagnosis of ulcerative colitis, crohn's disease or another form of after essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: showed obstructed tubes per mr. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received new event migration was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('essure was pulled out of tube at prior surgery leaving fragments') in an adult female patient who had essure (batch no. 2025788-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "not place correctly too far in my tubes". The patient's medical history included fatigue, abdominal pain, vaginal discharge, vaginitis, right lower quadrant pain, ovarian cyst, stomach pain, irregular periods and left lower quadrant pain. Previously administered products included for an unreported indication: iud nos. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), adhesion ("adhesion"), cyst ("cyst"), genital haemorrhage ("bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), alopecia ("hair loss"), gingival recession ("receding gum line"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings"), menometrorrhagia ("menometrorrhagia"), fatigue ("fatigue"), rash ("rash on my hips"), gastritis ("have gastritis"), menstruation irregular ("they come early or late") and dysmenorrhoea ("menses hurt like") and was found to have neoplasm ("tumor"). The patient was treated with surgery (laparoscopic left salpingo-oophorectomy and bilateral salpingectomy, removal of essure coils, hysteroscopy, d & c, endometrial ablation). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, device breakage, neoplasm, adhesion, cyst, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia, vaginal disorder, autoimmune disorder, alopecia, gingival recession, abdominal distension, anxiety, depression, mood swings, menometrorrhagia, fatigue, rash, gastritis, menstruation irregular and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, adhesion, allergy to metals, alopecia, anxiety, autoimmune disorder, cyst, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, gastritis, genital haemorrhage, gingival recession, infection, menometrorrhagia, menstruation irregular, mood swings, neoplasm, pelvic pain, rash, urinary tract disorder and vaginal disorder to be related to essure. The reporter commented: on (B)(6)2018, essure was pulled out of tube at prior surgery leaving fragments that caused further issue of tumor, adhesion and cyst. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: showed obstructed tubes per mr. Lot number reported ( 2025788 ) is not valid. Concerning the injuries reported in this case, the following one was reported via social media:device deployment issue and gastritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received- new event not place correctly too far in my tubes, dysmenorrhoea, menstruation irregular and gastritis were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menometrorrhagia ('menometrorrhagia') and device breakage ('essure was pulled out of tube at prior surgery leaving fragments') in an adult female patient who had essure (batch no. 2025788-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "not place correctly too far in my tubes". The patient's medical history included fatigue, abdominal pain, vaginal discharge, vaginitis, right lower quadrant pain, ovarian cyst, stomach pain, irregular periods and left lower quadrant pain. Previously administered products included for an unreported indication: iud nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), adhesion ("adhesion"), cyst ("cyst"), genital haemorrhage ("bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), alopecia ("hair loss"), gingival recession ("receding gum line"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings"), fatigue ("fatigue"), rash ("rash on my hips"), gastritis ("have gastritis"), menstruation irregular ("they come early or late"), dysmenorrhoea ("menses hurt like") and feeling abnormal ("brain fog") and was found to have neoplasm ("tumor"). The patient was treated with surgery (laparoscopic left salpingo-oophorectomy, ablation and bilateral salpingectomy, removal of essure coils, hysteroscopy, d & c, endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menometrorrhagia, device breakage, neoplasm, adhesion, cyst, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia, vaginal disorder, autoimmune disorder, alopecia, gingival recession, abdominal distension, anxiety, depression, mood swings, fatigue, rash, gastritis, menstruation irregular, dysmenorrhoea and feeling abnormal outcome was unknown. The reporter considered abdominal distension, adhesion, allergy to metals, alopecia, anxiety, autoimmune disorder, cyst, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastritis, genital haemorrhage, gingival recession, infection, menometrorrhagia, menstruation irregular, mood swings, neoplasm, pelvic pain, rash, urinary tract disorder and vaginal disorder to be related to essure. The reporter commented: on 27-aug-2018, essure was pulled out of tube at prior surgery leaving fragments that caused further issue of tumor, adhesion and cyst. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: showed obstructed tubes per mr. Lot number reported ( 2025788 ) is not valid concerning the injuries reported in this case, the following one was reported via social media:device deployment issue and gastritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu processed with 6,7,8,9.: social media : reporter added.event added as brain fog and event menometrorrhagia ticked as medially significant and serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menometrorrhagia ('menometrorrhagia') and device breakage ('essure was pulled out of tube at prior surgery leaving fragments') in an adult female patient who had essure (batch no. 2025788-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "not place correctly too far in my tubes". The patient's medical history included fatigue, abdominal pain, vaginal discharge, vaginitis, right lower quadrant pain, ovarian cyst, stomach pain, irregular periods and left lower quadrant pain. Previously administered products included for an unreported indication: iud nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), adhesion ("adhesion"), cyst ("cyst"), genital haemorrhage ("bleeding"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), alopecia ("hair loss"), gingival recession ("receding gum line"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings"), fatigue ("fatigue"), rash ("rash on my hips"), gastritis ("have gastritis"), menstruation irregular ("they come early or late"), dysmenorrhoea ("menses hurt like"), feeling abnormal ("brain fog"), colitis ulcerative ("ulcerative colitis") and crohn's disease ("crohn's disease") and was found to have neoplasm ("tumor"). The patient was treated with surgery (laparoscopic left salpingo-oophorectomy, ablation and bilateral salpingectomy, removal of essure coils, hysteroscopy, d & c, endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menometrorrhagia, device breakage, neoplasm, adhesion, cyst, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia, vaginal disorder, autoimmune disorder, alopecia, gingival recession, abdominal distension, anxiety, depression, mood swings, fatigue, rash, gastritis, menstruation irregular, dysmenorrhoea and feeling abnormal outcome was unknown. The reporter considered abdominal distension, adhesion, allergy to metals, alopecia, anxiety, autoimmune disorder, colitis ulcerative, crohn's disease, cyst, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastritis, genital haemorrhage, gingival recession, infection, menometrorrhagia, menstruation irregular, mood swings, neoplasm, pelvic pain, rash, urinary tract disorder and vaginal disorder to be related to essure. The reporter commented: on (B)(6) 2018, essure was pulled out of tube at prior surgery leaving fragments that caused further issue of tumor, adhesion and cyst. Patient diagnosis of ulcerative colitis, crohn's disease or another form of after essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: showed obstructed tubes per mr. Lot number reported ( 2025788 ) is not valid concerning the injuries reported in this case, the following one was reported via social media:device deployment issue and gastritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - ulcerative colitis and crohn's disease and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain'), device breakage ('essure was pulled out of tube at prior surgery leaving fragments'), neoplasm ('tumor'), adhesion ('adhesion'), cyst ('cyst') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 2025788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, abdominal pain, vaginal discharge, vaginitis, right lower quadrant pain, ovarian cyst, stomach pain, irregular periods and left lower quadrant pain. Previously administered products included for an unreported indication: iud nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), scar ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), alopecia ("hair loss"), gingival recession ("receding gum line"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), mood swings ("mood swings") and menometrorrhagia ("menometrorrhagia") and was found to have neoplasm (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic left salpingo-oophorectomy, bilateral salpingectomy, removal of essure coils, hysteroscopy, d & c, endometrial ablation and left oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, neoplasm, adhesion, cyst, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia, scar, autoimmune disorder, alopecia, gingival recession, abdominal distension, anxiety, depression, mood swings and menometrorrhagia outcome was unknown. The reporter considered abdominal distension, adhesion, allergy to metals, alopecia, anxiety, autoimmune disorder, cyst, depression, device breakage, dyspareunia, genital haemorrhage, gingival recession, infection, menometrorrhagia, mood swings, neoplasm, pelvic pain, scar and urinary tract disorder to be related to essure. The reporter commented: on (B)(6) 2018, essure was pulled out of tube at prior surgery leaving fragments that caused further issue of tumor, adhesion and cyst. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: showed obstructed tubes per mr. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, depression, dysmenorrhea. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.